Manufacturer narrative:
Missing information; have attempted to retrieve patient age but have not heard back from hospital's vad coordinators. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found to have an 80% outflow cannula obstruction/thrombus on CT, which explains why they are receiving low flow alarms. A request was made for analysis of the log files to confirm that equipment is operating as intended. Technical services (ts) reviewed the log files, which contained data between (B)(6) 2020 and (B)(6) 2020, and reported that it contained a few low flow hazard alarms on (B)(6) 2020 and (B)(6) 2020. The log files additionally show that the pump was disconnected from controller on (B)(6) 2020. Ts concluded that the low flow alarms do not appear to be equipment related and are most likely the result of the reported obstruction.

Manufacturer narrative:
Voluntary mw number (B)(4) was received on (B)(6) 2021. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section h6: additional information. Manufacturer's investigation conclusion: the evaluation of the submitted system controller log file confirmed the report of low flow alarms. Although a specific cause for these findings could not be conclusively determined through this evaluation, the account communicated that these events were associated with an 80% outflow cannula obstruction/thrombus. The reported obstruction/thrombus could not be confirmed through this evaluation as no images were provided and heartmate ii lvas, serial number (B)(6), is not available for investigation. The account submitted log file to confirm that the system controller and heartmate ii equipment were operating appropriately as intended. The submitted log file captured a total of 20 transient low flow hazard events on (B)(6) 2020, associated with the estimated flow intermittently decreasing below the low flow threshold of 2.5 lpm. Estimated flow was captured at values as low as 2.3 lpm during these events. Despite these findings, the pump appeared to have functioned as intended above the low speed limit throughout the duration of the log file. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient received a heart transplant on (B)(6) 2020.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.